Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed bolus not delivered. The patient's blood glucose at the time of call was 407 mg/dl. The customer was assisted with programming an insulin pump bolus and rewinding the insulin pump. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.